Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.

Event description:
It was reported that a primary audible alarm system failure was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.

Event description:
It was reported that a primary audible alarm system failure was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 07-mar-2022 via email: patient involvement was not reported by care provider, error in logs occurred post infusion. We've had this pump back for over a month. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device cracked on lower left front corner of top case also cracked on right plunger case. The customer stated problem was not duplicated. Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.